Event description:
It was reported to st. Jude medical that the pt was admitted to the hosp for an atrio-ventricular node ablation. It was noted on fluoroscopy that the right ventricular lead was not in apical position and the pacing threshold had increased to 2.5 volts. That evening, the pt arrested and rec'd nine internal discharges. Diagnostics showed six ineffective discharges and the pt was rescued with external shock; the high voltage impedances were all within normal range. During lead repositioning on 2 mar 2000, sensing difficulties were observed during detection that required "pc" shock. The physician was concerned that the device had been damaged with the external paddle placed over the device at the time of the pt's arrest while in the unit and made the decision to explant the device.